Event description:
A customer contacted global technical service (gts) regarding a check heater line alarm that appeared on the home choice (hc) during fill 1. The fill volume (fv) equaled 19ml. The home patient (hp) stated he changed out the bags and not the cassette. The technical service representative (tsr) explained the setup was compromised. The tsr assisted in ending the therapy. The tsr advised the hp to start over with new supplies. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Product surveillance spoke with the home patient (hp) on (B)(6) 2012 regarding a check heater line (chl) alarm. The hp stated that after restarting with new supplies therapy went well. The hp did not notice anything unusual with the supplies that did not work. The hp has discarded all related samples and was unable to provide a lot number. There have been no other issues with therapy and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was undetermined.